Manufacturer narrative:
(B)(4) complaint verification testing could not be performed as no sample was returned for analysis. A device history record review was performed and no relevant findings were identified. Without the device to evaluate the complaint could not be confirmed and the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature. If the sample becomes available at a later date a follow up report will be submitted with investigation results.

Event description:
It was reported " on 20 feb 2025, department of diagnostic ultrasonography, (B)(6) hospital of (B)(6), during insertion, the doctor found the swg kinked during use on the patient." The user changed to a new set to resolve the issue. There was no patient harm or injury. No medical intervention required. The patient's current condition is reported as "fine".

Manufacturer narrative:
(B)(4).

Event description:
It was reported on "20 feb 2025, department of diagnostic ultrasonography, (B)(6) medical center, during insertion, the doctor found the swg kinked during use on the patient." The user changed to a new set to resolve the issue. There was no patient harm or injury. No medical intervention required. The patient's current condition is reported as "fine".

Manufacturer narrative:
(B)(4) the customer returned one, opened cvc kit including one guide wire within its advancer for analysis. The guide wire was observed to have several kinks towards the distal end of the body in the space where exposed from the advancer. The distal j-bend was intact. Microscopic examination confirmed the kinks in the guide wire body. Both welds were present and were observed to be full and spherical. The kinks in the guide wire were located 518-549 mm from the proximal tip. The overall length of the guide wire measured 602 mm, which is within the specification limits of 596-604 mm per guide wire product drawing. The outer diameter of the guide wire measured 0.790 mm, which is within the specification limits of 0.788-0.826 mm per guide wire product drawing. The guide wire was functionally tested per the product instructions for use (IFU). The IFU provided with this kit instructs the user, "advance guidewire into arrow raulerson syringe approximately 10 cm until it passes through syringe valves or into introducer needle." The guide wire was advanced through the returned ars and a lab inventory 18ga introducer needle to functionally test the guide wire. The guide wire passed through both components with little to no resistance. A manual tug test confirmed that both the distal and proximal welds were intact. A device history record review was performed, and no relevant findings were identified. The instructions-for-use (IFU) provided with the kit describes suggested techniques to minimize the likelihood of guide wire damage during use. The instructions caution , "do not apply excessive force in placing or removing catheter or guidewire. Excessive force can cause component damage or breakage. If damage is suspected or withdrawal cannot be easily accomplished , radiographic visualization should be obtained and further consultation requested." The report that the guide wire kinked during use was confirmed through complaint investigation of the returned sample. The guide wire had several kinks towards the distal tip. The returned guide wire met all relevant dimensional and functional requirements, and a device history record review did not identify any manufacturing related issues. Based on the condition of the guide wire and the report that the damage was observed during use, unintentional use error caused or contributed to this event. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
It was reported " on (B)(6) 2025, department of diagnostic ultrasonography, (B)(6) hospital of (B)(6), during insertion, the doctor found the swg kinked during use on the patient." The user changed to a new set to resolve the issue. There was no patient harm or injury. No medical intervention required. The patient's current condition is reported as "fine".